Manufacturer narrative:
A ge healthcare service representative performed a checkout and a review of the logs. The sensor calibration was performed multiple times, but did not recur; and the cpu base cable was plugged and unplugged. The reported issue could not be reproduced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.